Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone troubleshooting was performed. The customer informed tac of the event. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, and h11. A definitive root cause of the reported issue could not be determined since the device was not returned for evaluation, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No updated information from customer.

Event description:
It was reported the xenon light source is getting error code e103. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.